Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room in hospital with a complaint of dizziness. The right atrial (ra) lead failed the position check, and atrial therapies were found to be disabled. Later, the patient was seen at the clinic and the lead functioning was found to be working as expected. The lead remains in use. No patient complications have been reported as a result of this event.